Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - 2005, PMA/510(k) number, manufacture date ¿ unknown.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported patient underwent a right total hip arthroplasty in 2005. Subsequently, patient underwent a radical debridement procedure on (B)(6) 2008 due to infection and a loosened acetabular cup. Clinical data suggests all components were removed and replaced with cement spacer molds. Patient was reimplanted on (B)(6) 2008.